Manufacturer narrative:
Patient information is not available for reporting. This complaint is for one (1) unknown zero-p implant.. Part and lot number is unknown. Without the valid part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon realized, that he used a wrong size implant during the surgery performed on b)(6) 2017. The revision surgery was done on the same day. Surgeon selected the wrong implant size and changed the implant on the same day. No product related issue. This complaint addresses the issue of the wrong size implant. Implant breakage while taking it out during revision surgery has been captured under linked (B)(4). This complaint is for one (1) unknown zero-p implant. This is report 1 of 1 for b)(4).

Manufacturer narrative:
(B)(4). Manufacturing location: (B)(4). Manufacturing date: august 16, 2016. Expiry date: august 01, 2026. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated information: we received the label of 04.617.137s / lot number l092887 (as previously reported) together with the zero-p implant etched with 04.617.137s / lot number l170431. The received implant shows marks of use on the titanium plate as well as on the peek spacer but both parts are still assembled together, nothing is broken off as per reported in the event description. In order to clarify: the complaint product lot# is l170431. The complaint product has had only deep scratch; not broken. The doctor used wrong size implant. Previously it was reported that the implant broke during insertion then it was corrected to ¿it was reported that during removal surgery on (B)(6) 2017 the zero-p implant was broken.¿ (B)(4). Lot number updated. A DHR was requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: material received on (B)(6) 2017 / with the label of 04.617.137s / lot number l092887 (as previously reported) together with the zero-p implant etched with 04.617.137s / lot number l170431.

Manufacturer narrative:
Device received. DHR for corrected lot- l170431. Manufacturing location: (B)(4). Manufacturing date: 26 october 2016. Expiry date: 01 october 2026. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Corrected data: reassessed as only adverse event, no product problem. Common name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.